Event description:
Pt reported that the meter kept prompting the insert strip message. This issue was not resolved with troubleshooting. Pt has cleaned the meter several times with the control solution. Pt did not have any symptoms. There was no medical intervention or treatment given. No further info has been reported.